Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a pump system error. The customer¿s blood glucose level was 179 mg/dl at the time of the incident. Customers insulin pump noted that the motor arm cannot communicate with the main arm, and there was also a software error. No troubleshooting was performed. During troubleshooting, customer was advised to rewind the pump, and the device successfully delivered. After looking at the error table, it was determined the device needs to be replaced. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump errors found in the pump history due to software error. No cosmetic damage noted. The insulin pump was received with normal operating currents and no unexpected low battery alarm or blank display noted.

Manufacturer narrative:
The correct information has been provided with this report.